Manufacturer narrative:
(B)(6) . A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a therapy knob test error. There was no reported patient involvement/adverse patient impact.